Manufacturer narrative:
Insulin pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, belt clip slot, minor scratches and cracked display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a broken belt clip and the insulin pump had fallen and hit the floor. Customer's blood glucose level was 120 mg/dl. Customer stated that the damage is where the battery screws in and that some pieces look like they are loose. Customer was advised to discontinue use of the pump and to revert to back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.